Event description:
Hip revision surgery performed on (B)(6) 2024, due to thigh pain. It was reported that bone scans suggested that the h-max s lateralized femoral stem #13 (product code 4251.20.130, lot #1209381 - ster. (B)(4)) would be loose, however during surgery the femoral stem was well fixed and couldn't be removed even after many attempts. The stem was left in situ and the following components were replaced: · femoral modular head - s ø36mm (product code 5010.42.361, lot #1880980 - ster. (B)(4)). · delta neutral liner øint 36mm #l (product code 5885.51.260, lot #1816581 - ster. (B)(4)). A protruding liner and a femoral head size medium were implanted. Previous surgery took place on (B)(6) 2019. Patient is a male, 67 years old. Additional clinical information wasn't accessible. Event happened in australia.

Manufacturer narrative:
Checking the dhrs of the involved lots #1209381, #1880980 and #1816581, no pre-existing anomaly was found on devices manufactured with those lot #s. This is the first and only complaint received on those lot #s. Device analysis: devices involved were not returned to limacorporate for further analysis. No additional details were available on this event, specifically pre-operative x-rays were asked to the complaint source, but they weren't accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of manufacturing charts highlighted no anomalies on the components manufactured with the involved lots #1209381, #1880980 and #1816581, and that the survivorship of the prosthesis was of 5 years, we can state that the event is not product related. Pms data: according to limacorporate pms data, the revision rate of h-max s femoral stems - belonging to product codes 4250.20.xxx and 4251.20.xxx - due to pain and/or loosening is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.